Event description:
Customer reported rewind anomalies on his insulin pump. He said he was playing golf when his infusion set was pulled out. Customer tried rewinding his device twice but it would not work. He was not able to prime the device. The device showed no errors or open or closed circles on his device. Customer stated the device is working properly now, after he changed his infusion set and reservoir. Customer was uncomfortable using his current insulin pump, so a replacement was sent. Customer's blood glucose was unknown. Nothing further reported.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.